Event description:
The manufacturer received information alleging a 'check circuit' ventilator service required alarm occurred. The sales representative arrived at the patient's home and replaced the device with the same model. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the service required alarm was not duplicated by the operational checking. An internal battery failure error code was found in the device's error log. The system pca board and internal battery were replaced to resolve the issue. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.